Event description:
As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not respond and slipped out. Hemostasis was completed by manual compression. There was no reported patient injury. The device was used after an endovascular therapy (evt) procedure. Additional information was requested but not provided. The device will not be returned for analysis.

Manufacturer narrative:
As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not respond and slipped out. Hemostasis was completed by manual compression. There was no reported patient injury. The device was used after an endovascular therapy (evt) procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.